Event description:
Implant was placed in 2006. A female had port placed for chemo for breast ca. Unable to get good blood return so, on the following month. Performed dye test under fluoroscopy impression "contrast exits a more proximal portion of the right subclavian catheter consistent with a hole in the catheter.

Manufacturer narrative:
The complaint unable to get good blood return, hole in the catheter was confirmed. Cause of hole in catheter and unable to get blood return appears to be consistent with catheter fracture caused by "pinch-off syndrome".